Manufacturer narrative:
A follow up report will be submitted once the investigation is complete

Event description:
The issue was identified during evaluation at bench repair. During evaluation at bench repair the device was found to have a speaker malfunction and did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. The customer has not responded to the final quote/notice provided to complete repairs, the device will be returned to the customer unrepaired.